Manufacturer narrative:
The reported event of high pacing lead impedance could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2023-10531. It was reported that a during an implant procedure, the implantable cardioverter defibrillator and right atrial lead exhibited high pacing impedance. The products were not used and replaced to complete the procedure. No patient consequences were reported.